Event description:
It was reported while using calibrator kit mgit 960, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated: d2. Medical device type: mdb common device name: system, blood culturing this supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Manufacturer narrative:
Investigation summary: material 445871 is manufactured by the tubes being filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are packaged into final shipping configurations. The batch history record review for batch 3019836 was satisfactory per internal procedures. Filling and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3019836 (17 tubes) were available for inspection. No defects were observed in the retention samples. The retention samples were sent to qc for testing. Batch 3019836 was tested, and the calibrator tubes were reading as satisfactory. Two photos were received to assist with the investigation. One photo was of one calibrator tube of batch 3019836. One photo was of a lab report. No returns were received to assist with the investigation. The qc test consisted of the calibrator tubes being placed in the appropriate position per the instruction manual with satisfactory readings. This complaint cannot be confirmed. Bd will continue to trend complaints for performance issues. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using calibrator kit mgit 960, there was a false negative result. There was no report of patient impact.